Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent the surgery with the pfna implant in question. After the surgery, on (B)(6), the surgeon found that the patient had signs of cut out. The patient underwent revision surgery on (B)(6). The patient and surgical outcome are unknown. There is no further information available. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). Unk - end caps: pfna-ii (part# unknown; lot# unknown; quantity: unknown). Pfna-ii xs, length 170 mm, titanium alloy (tan) (part# 472.102s; lot# unknown; quantity: unknown). This report is for one (1) pfna-ii blade l90 tan. This is report 1 of 1 for (B)(4).